Event description:
It was reported that there was a communication/telemetry issue. The patient felt that when they turned the spinal cord system (scs) off it was not off, they still felt slight tingling. They also reported a call healthcare provider (hcp) screen on the programmer. Regarding the call your hcp message, they did not see any elective replacement indicator (eri) or power on reset (por) on the clinician programmer interrogation. Reprogramming was an action required as a result of the event. The patient did not have the programmer with them at the time of the report and they would evaluate the following week in the clinic with their programmer. Impedance testing was done as diagnostic testing or troubleshooting. The patient had high impedances on all electrodes. The patient symptom or complication associated with the event was the sensation of the scs still being on when it was turned off at the lead location. It was later reported that the patient called and noted there were no further issues and they were receiving effective therapy. The patient continued to use the scs normally. The cause of the issue was unknown. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical devices: product ID: 37744, serial#: (B)(4), product type: programmer, patient. Product ID: 3 708220, serial#: (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 3776-60, serial#: (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3888-33, lot# v364925, implanted: (B)(6) 2010, product type: lead. Product ID: 3888-33, lot# v378301, implanted: (B)(6) 2010, product type: lead. Product ID: 97740, serial#: (B)(4), product type: programmer. (B)(4).